Manufacturer narrative:
One sample unit belonging to lot number 1807257 was received for evaluation by our quality engineer. During the production of this product and lot, reprocess work was done with the 20ml ll syringes as well as another lot number of 20ml ls syringes. It is possible that a product mix-up occurred during this reprocess due to human error. DHR of lot 1807257 has been reviewed not finding any annotation or deviation related to the alleged defect. Corrective action has been taken to prevent this incident from recurring. The procedure for reprocessing has now been updated to allow for only one lot to be reprocessed at a time. Manufacturing personnel have been informed of this incident. Complaints received for this defect will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that bd plastipak syringe had a mix of product types in a pack. No serious injury or medical intervention was reported.

Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ syringe had a mix of product types in a pack. No serious injury or medical intervention was reported.